Manufacturer narrative:
Internal insulation abrasion was noted at 28.3-28.7cm from the distal tip. The inner coil was exposed at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-17689; 2938836-2019-17688. It was reported that the patient experienced syncope from sinus arrest. Noise was noted on the atrial and ventricular leads due to subclavian crush syndrome. The system was explanted and replaced. The procedure was successful and there were no complications.